Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned and a product development event evaluation was performed. As noted in previous investigations, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. Excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in october 2008, is almost 4 years old, and showed evidence of being hammered extensively over that time. The dents around the perimeter of the head indicated that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended. The condition for the coupling screw was caused by inadvertent hammer blows. This complaint is invalid from a design standpoint.

Event description:
It was reported that during a trochanteric fixation nail short nail procedure, the helical blade coupling screw broke at the base of the impaction end while malleting. The surgeon used other instruments and was able to complete the procedure without any further incidents.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).